Event description:
Site was not able to get the superdimension system to recognize the pt sensor triplet. The superdimension portion of the case was cancelled and the pt was under general anesthesia. There was no report of pt injury, death or serious adverse event.

Manufacturer narrative:
The localization subsystem (lss), a component of the superdimension system, was received. The evaluation of the lss found a blown fuse, which caused no magnetic field being generated for the pt sensor triplet. A review of the device history record for this lot found no anomalies. Out of the abundance of caution, superdimension is filing this MDR because of the additional risk associated with multiple exposures to general anesthesia.